Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a temporary communication failure. A field service engineer verified the issue remotely and confirmed that main drawer 2.1 was not detected on the bus, guided a 3-minute hard shutdown, powered the device back on, performed firmware updates, and rebooted the system. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer had failed. The customer tried to recover the drawer, but issue was resolved. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.